Event description:
A customer reported a system locked before surgery. They were unable to unlock the system and cancelled the procedure. The patient had already received a peribulbar injection in preparation for the case. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).